Event description:
A home patient's (hp) wife contacted baxter's technical service center regarding a system error 1031 that occurred on the homechoice (hc) unit during drain 2 of 4. The hp cycled the power and cleared the alarm. The technical service representative (tsr) further advised the hp to end therapy as the hp had disconnected and did not cap off patient line in a timely manner. The tsr advised the hp to notify the registered nurse about any missed therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement; there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed and the cause was determined to be use error, the result of the patient disconnecting prior to capping off the patient line. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.